Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Additionally, it was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient applied a new pod in the evening. By the next morning, he was feeling very unwell, experiencing nausea, excessive thirst, and sweating. His blood glucose values were over 22 mmol/l (396 mg/dl) throughout the night, including during his work shift. Upon inspection, he noticed that the cannula had not inserted into the skin properly. When the pod was removed, the cannula was found to be bent at 8:30 am, the patient contacted the diabetes educator, reporting high ketone levels (4.2). The educator advised him to replace the pod and administer 5 units of insulin via injection pen before going to the hospital. He presented to wollongong hospital, where he remained for 8 hours and received treatment, including three bags of IV fluids.